Event description:
Caller reported a data error alert 4 that occurred after the pump ship date. Blood glucose levels were maintained between 54-500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that some history logs may have been erased but assured that therapy was unaffected, and the customer will continue using the pump for insulin therapy, with acknowledgment and understanding from the caller.